Manufacturer narrative:
A ge service representative performed an onsite investigation. The auxiliary interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system stopped working during a procedure. Based on the customer's description, this is a system lock up. There is no report of death or serious injury associated with the complaint.